Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 lead implanted: (B)(6) 2010. (B)(4).

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant attempt, the lead was unstable due to the size of the vessel. High thresholds were also noted, and the lead was reported to cause diaphragmatic stimulation. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.